Event description:
It was reported that the patient reported feeling "symptomatic" and experienced pain. An recorded episode showed short ventricle to ventricle intervals due to oversensing of noise. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).